Manufacturer narrative:
(B)(4). Malformed clip, dropping or ejected clip. (B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing two clips released at the same time, which were bent and open. On the second and third firings the clips were scissored. Another device was used to complete the procedure. No adverse consequences reported.